Manufacturer narrative:
Product ID: 3889-28, serial# (B)(4), product type: lead. Analysis of the implantable neurostimulator (ipg 3058 interstim ll, serial # (B)(4)) found its setscrew backed out too far. Connector module had been scratched.

Event description:
It was reported that impedance readings measured intra-operatively were greater than 4000 ohms on some of the unipolar and bipolar pairs. It was noted that the same issue was encountered when voltage and pulse width were adjusted. The reporter noted that the zero electrode was the "primary suspect" with case and other random bipolar pairs. The clinician programmer was slow in responding to the telemetry checks so the doctor replaced the implantable neurostimulator (ins) and left it as was. It was further reported that it was not possible to isolate if it was a lead or device issue. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.